Event description:
On (B)(6) 2010, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis ((B)(4)). On (B)(6) 2015, a follow-up imaging revealed that the distal leg of the pxt281214 in the left common iliac artery (lcia) had migrated approximately 1cm proximally, causing a distal type I endoleak. An iliac extender component was implanted distally to treat the endoleak. The endoleak was resolved, and the patient tolerated the procedure. It was reported that a vessel diameter in the lcia was 14mm, which is outside of the treatment range for the pxt281214. Aneurysm diameter had shrunk after the initial procedure, and the pxt281214 had been pulled toward the aneurysm sac, causing the stent-graft migration and distal type I endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.